Event description:
During an open gastrectomy procedure, after receiving an error code, and during troubleshooting, the blade tip broke off. Procedure completed with another instrument with no patient consequence.